Manufacturer narrative:
Hw27785 was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed 68 suction alarms have been logged since december 23, 2016. The 21 low flow alarms have been logged since december 21, 2016. Waveforms indicate a slight increase in power consumption of approximately 0.2w starting on december 27, 2016 and returned to baseline power consumption on december 30, 2016. Waveforms indicate another increase in power consumption of approximately 0.4w starting on january 1, 2017 and returned within baseline power consumption on the same day, confirming the reported event. A potential root cause of the elevated pump parameters can be attributed to external factors such as thrombus formation. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Based on the available information clinical factors that may have contributed to the reported event are multifactorial and may be attributed to anticoagulation, the patient's unique anatomy, progression of disease, and patient comorbidities. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Device remains implanted.

Event description:
A report was received that this patient had self-resolving power and flow increase 10 days post pump implantation. The patient was on inotropic support in the intensive care unit (ICU). Lactate dehydrogenase (ldh) and plasma-free hemoglobin were in normal range and thrombus was not visualized on echocardiogram. All vad parameters returned to baseline. Controller log files were sent. Preliminary log file analysis revealed increase in power consumption outside of the normal operating range. The medical team does not believe that the event is related to the device. They also do not believe the elevated pump parameters were caused by thrombus formation. The last report received indicated that the patient remains in stable condition in the ICU. Of note, the patient was on heparin infusion and transitioned to warfarin. No further information was provided.